Manufacturer narrative:
This report is being filed correct the adverse event/product problem and outcome attributed to the adverse event.

Event description:
It was reported that this patient was hospitalized after receiving an inappropriate shock shortly after stopping exercise due to reported oversensing when it comes to this device. An x-ray was taken which showed normal system position. Testing was performed and no noise was seen in the alternate vector. A request for review was sent to technical services (ts). This device remains implanted. No adverse patient effects were reported. Technical services (ts) review confirmed that noise was present in the primary vector and secondary vector, but not the alternate vector. It was noted that the patient might be exposed to further inappropriate shock if not programmed in the vector where the same noise/oversensing is not observed. Ts noted that the primary vector may be the best programming option.

Event description:
It was reported that this patient was hospitalized after receiving an inappropriate shock shortly after stopping exercise due to reported oversensing when it comes to this device. An x-ray was taken which showed normal system position. Testing was performed and no noise was seen in the alternate vector. A request for review was sent to technical services (ts). This device remains implanted. No adverse patient effects were reported. Technical services (ts) review confirmed that noise was present in the primary vector and secondary vector, but not the alternate vector. It was noted that the patient might be exposed to further inappropriate shock if not programmed in the vector where the same noise/oversensing is not observed. Ts noted that the primary vector may be the best programming option.

Event description:
It was reported that this patient was hospitalized after receiving an inappropriate shock shorty after stopping exercise due to reported oversensing when it comes to this device. An x-ray was taken which showed normal system position. Testing was performed and no noise was seen in the alternate vector. A request for review was sent to technical services (ts). Technical services (ts) review confirmed that noise was present in the primary vector and secondary vector, but not the alternate vector. It was noted that the patient might be exposed to further inappropriate shock if not programmed in the vector where the same noise/oversensing is not observed. Ts noted that the primary vector may be the best programming option. The device was reprogramed as suggested by ts. This device remains implanted. No adverse patient effects were reported.